Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV implant exchange". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade IV implant exchange". This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture baker grade IV implant exchange". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events capsular contracture was received on january 10, 2025. With lot number 1225838. Based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Device has been explanted and replaced.